Event description:
The tibial insert was revised for wear.

Manufacturer narrative:
This MDR was a duplicate report of 2219689-1996-00188 howmedica file number **840-19-96-10-18-b. For evaluation results see above MDR follow-up.